Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No pump error 53 or pump error 3 alarms noted during testing. Pump error 3 alarm is found in the downloaded history files due to a software error. Pump error 53 alarm is not found in the downloaded history files. The pump was monitored for a day and no unexpected vibrate or audio alarms noted. The pump was received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had crack on the side of battery. Customer stated that insulin pump had multiple insulin pump error alarm. The customer blood glucose level was 590 mg/dl. The customer was assisted with troubleshooting. The customer insulin pump was recurrent vibrating and beeping with no reason. Customer stated that self-test was passed. Customer stated that last week never come out of 200 mg/dl and current 221 mg/dl. It was unknown that auto mode used or not. Customer stated that right now she was not on sensor for 11 days. The insulin pump will be returned for analysis.